Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. The device history record (DHR) review was not able to be completed as information regarding this device remains unknown. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that approximately ten (10) years post-implantation of this 29mm bioprosthetic valve implanted into the pulmonary position, a 29mm transcatheter valve was implanted (valve-in-valve) due to unknown reasons. As reported, there was good results of the transcatheter valve and the patient is doing well. No additional details provided.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details, though patient factors likely played a roll.

Event description:
Edwards received information that approximately ten (10) years post-implantation of this 29mm bioprosthetic heart valve into the pulmonary position, a transcatheter valve was implanted (valve-in-valve) due to pulmonary stenosis. Per obtained information, the patient presented with worsening shortness of breath and chest pain. A 29mm transcatheter valve was deployed and the systolic gradient decreased by 60%. The procedure was complicated by bloody fluid in the ett. The patient was returned to the recovery unit in satisfactory condition and was discharged home on pod #1 in stable condition.